Event description:
Un-reporting since there are currently no reportable events against device on record.

Event description:
Healthcare professional later reported right side device was "intact" and no complaint was made against the device. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The initial medwatch reported right side capsular contracture baker grade IV. The healthcare professional has since clarified there was no complaint against the right side. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported, a right-side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.